Manufacturer narrative:
Investigation completed 3/07/2017. Method: -DHR review, -trend analysis, -failure analysis. The customer reported serial number (B)(4) which belongs to 1104b lot 111e00300704. A review of lot 111e00300704 indicates that lot met requirements. Complaint history, model 110-4xxx, from feb-2016 through jan-2017 reviewed; there were three other complaints that issued with complaint code perf033, and none of them was confirmed. The number of confirmed reports (0 ) divided by the number of units sold model 110-4xxx, (36945), multiplied by 100 results in a failure rate percentage 0.00%. The catheter was present with excessive bends and crushed fiber at the 6th marked teflon tubing; this location was inside the protector strain relief that the customer secured it onto the catheter body with tapes. Conclusion: the reported customer complaint that the catheter was causing erroneous readings was confirmed. The root cause of the reported complaint appears to be the result of inappropriate use of the device by the end user. This conclusion is based on the catheter appearance. The catheter sustained excessive bends towards the catheter distal end and optical fiber damage was found at the bend locations. The dfu included with each camino catheter monitoring kit cautions the user , ¿extreme bending and/or kinks can impair the performance of the fiber optic pressure transducer¿ and to ¿exercise caution when handling the catheter¿.

Event description:
Four patients presented with very high intracranial pressure (icp) readings (60-80 mmhg) post implantation. These reading were not accepted by the neurosurgeons. The patients were sent for CT scan/magnetic resonance imaging and appeared to have "plenty of space". Upon removal, one of the 110-4b catheters was found to be "bent". The issue increased the time for following patient pressure. Additional information received on 24jan2017 with the following: the patient for this particular report is a (B)(6) male patient with head trauma. The catheter was placed on (B)(6) 2017. The icp catheter displayed an icp of 80 mmhg. The patient was scanned 3 times and the scan showed ¿plenty of space within the cranium¿. During the monitoring, the cam02 icp monitor was substituted four times and was eventually switched off. No death or injury alleged. The icp catheter will be returned to the manufacturer once it is taken out of the patient. The following lot numbers for the 110-4b catheters have been used recently and one of these could have been used on this patient: lot numbers: 111e00227069, 111e00279658, or 111e00279816. Linked to mfg. Report numbers: 2023988-2017-00006, 2023988-2017-00007, 2023988-2017-00008, 3006697299-2017-00018, 3006697299-2017-00019, 3006697299-2017-00020, 3006697299-2017-00021, 3006697299-2017-00022, 3006697299-2017-00023, 3006697299-2017-00024, 3006697299-2017-00025.